Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, a stained end cap sticker and a broken belt clip slot.